Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device showed sensing difficulty. 820 asystole episodes were recorded. No anomalies found during device analysis.

Event description:
It was reported the device was experiencing sensing difficulty. Per the returned paperwork, the patient's medication was changed which eliminated syncope. The device was explanted. No patient complications were reported as a result of this event.